Manufacturer narrative:
Report due to customer report submitted to FDA reference mw5171679, mw5171680 and mw5171681 and the report that we submitted on the 5th of august 2025 to the FDA ref 3006061749-2025-00027

Event description:
"Britepro solo laryngoscope with batteries and blade that wer within dates failed to function causing a delay in intubation of a patient in repiratory distress. This caused us to do a spot check of other blades and 3 off the 5 blads tested failed to light. No report of serious injury / harm to patient or user. No report of indirect harm. No report of hospitalisation - intial or stay prolonged by 1 day or more. No report of serious injury, disability or perminant impairment. Not reported as life threatening. No death reported. Report of intervention to prevent permant damage. We have already submitted a follow upm report to the inital report sent by the complainant.